Manufacturer narrative:
The lift was repaired by the distributor and returned to service at the facility.

Event description:
The caregivers were transferring the resident from the wheelchair to bed. Either during or before the transfer, the gear rack set broke. As the caregivers moved the lift, the leg came out of the base. The lift tipped over and the resident fell to the floor. The resident landed on his back side and then fell back bumping his head. Resident received abrasions to the back of the head. No ER treatment was necessary.